Event description:
Reported via journal article: montorsi, p. Et al. (2011). Microembolization during carotid artery stenting in patients with high-risk, lipid-rich plaque: a randomized trial of proximal versus distal cerebral protection, journal of the american college of cardiology, volume 58, issue 16, 11 october 2011, pages 1656-1663. It was reported that within the filterwire ez group one patient experienced an intraprocedural ipsilateral retinal embolism and one patient experienced a transient mild gait disorder occurred 48 hours after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).